Event description:
The product was routinely inspected upon removal from the packaging and no gross abnormalities were apparent upon initial inspection. The device was prepped outside of the pt and it did not prep properly. The hub crack was detected upon negative prep outside of the pt. There was continuous entrainment of air (bubbles) when the hub was exposed to continuous negative pressure using a 20cc syringe loaded with 10-12 cc of contrast. The device was not connected to an indeflator. Inflation was not attempted. The procedure was successfully completed using an alternative unknown device. There was no injury to the pt.